Event description:
It was reported that during an unknown procedure the device could not be fired at the second stroke of tenth firing. Changed to another one complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged cartridge, damaged one piece sled. The reload was received partially fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damaged is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.